Event description:
The user stated the ise results were running low then repeating normal or higher. The user stated 4 results were involved in the event. Of the data provided, the sodium results for one patient sample were discrepant. The initial result was 120 meq/l, repeat result was 133 meq/l. The erroneous results were not reported. The lot number of the sodium electrode was not provided. The field service representative determined there was a fluidic failure and the isv8 valve didn't close properly. He replaced the valve and verified the analyzer operation by running precision testing with all results within specification. The user ran calibration and qc with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.